Event description:
It was reported that the customer had high blood glucose levels of more than 400 mg/dl. The customer reported that he does not like to be attached to the insulin pump. The customer reported that during the first few days of wearing the insulin pump, he got a staph infection. The customer reported going to the hospital to have the infection treated. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.